Event description:
The report received states that a needle size hole was discovered in the cassette after the customer started using the device. Blood was leaking from console door. The patient had some blood loss. Cardiopledgia was administered and the disposable was replaced on bypass. No additional information has been received from the customer at this time.

Manufacturer narrative:
The complaint sample has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
An analysis of the complaint sample was not conducted because the complaint sample was not returned for investigation. The device history record and manufacturing process was reviewed, and inspection report shows that no specific manufacturing yield issue were reported similar to the reported complaint condition. Quest medical will continue to monitor complaints for trends.